Event description:
Routine complaint investigation identified a lack of precision issue related to the use of an incorrectly calibrated meter. If this meter was used to perform an assay, the results could be an imprecise reading. No death, serious injury or medical intervention was reported.